Event description:
It was reported that that the right ventricular (rv) lead had high, out-of-range shock impedances of 125 ohms. Boston scientific technical services was contacted for advice, and programming options were discussed. The device and rv lead remain in service. No adverse patient effects were reported.